Event description:
After insulin injection with 14 iu, around 15 minutes later, the patient found there was about 1 cm-sized redness at the injection site.

Manufacturer narrative:
After insulin injection with 14 iu, around 15 minutes later, the patient found there was about 1 cm-sized redness at the injection site. A review of production records showed no abnormalities or deviations from the validated manufacturing process. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issues were detected.